Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7091574; product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 31979845/26552301.

Event description:
It was reported that the patients cervical midline incision site appeared red and was not closing properly. It was also noted that there was a lump on the left side of the midline incision site, which was the clik anchors. The physician gave the patient two rounds of antibiotics and performed a wound flush out. The physician decided not to move the anchors as originally anticipated. The patient was doing well postoperatively.